Event description:
A malfunction was reported on a pump with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information and assisted with resetting the pump, and it was noted that the customer was in the hospital and would contact technical support for further troubleshooting after discharge.